Event description:
The customer reported that the drive support cap was protruded and the end cap sticker was missing. Advised the caller hat the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime alarm test and alarmed during basic occlusion test due to loose/protruded drive support disk. Missing end cap sticker, cracked reservoir tube lip and cracked case near reservoir window noted during visual inspection.